Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient's blood glucose level rose to between 400 mg/dl to 500 mg/dl while wearing the pod for an undisclosed period. The patient reported being unable to get out of the ¿lift chair¿ for 4 to 5 days, from december 31, 2024, through january 04, 2025. The patient was able to change the dash pod on january 02, 2025, as the supplies were next to the chair. The patient called emergency medical services on (B)(6) 2025 and was taken to the emergency room where they were diagnosed with hyperglycemia. The patient¿s pod was removed at the hospital, and the patient was treated with insulin injections. The patient was discharged from the hospital and transferred to a nursing home on (B)(6) 2025. The patient then returned home on (B)(6) 2025, when they were able to walk again. The patient did report severe arthritis which may prevent walking, and the patient did not report if a new pod was placed.